Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (1.5 tesla). The clinician did not follow the manufacturer's instructions for use of MRI as it was reported that the headwrap slipped prior to the MRI. The patient subsequently underwent a revision surgery under general anesthesia on (B)(6) 2026 to remove the dislodged magnet. The implanted device remains.